Manufacturer narrative:
Concomitant medical products: product ID: 5076-52 lead, implanted: (B)(6) 2014; product ID: 429888 lead, implanted: (B)(6) 2018; product ID: dtba1q1 crt-d, implanted: (B)(6) 2018; product ID: tissue value x 2, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the pace/sense right ventricular (rv) lead triggered a lead integrity alert (lia) for high-rate non-sustained episodes, sensing integrity counter (sic) and oversensing on stored electrograms (egm) with inhibition of pacing. Rv lead noise was noted and the rv lead sensitivity parameters were reprogrammed. The pace/sense rv lead remains in use. No patient complications have been reported as a result of this event.